Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during saphenous vein harvest, they noted that the vasoview hemopro 2 bisector was not heating up appropriately and would not burn through tissue or branches as normal. They tried different settings on the generator but still device did not work properly. They then tried a different extension cable and generator, and those troubleshooting methods did not work either. They opened another vh-4000 kit and the bisector in this kit worked as usual and the harvest was completed without further incident. They did do a pre-procedure wet raytec test and stated that there was smoke generated. There was only a short delay in procedure in troubleshooting and opening another kit. There was no patient harm or injury.